Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of post-paced t-wave oversensing were noted. The oversensing was corrected by reprogramming the device. There were no health consequences and the patient was stable.